Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that only fluoroscopy was not possible, exposure was not possible. Upon checking error logs fse found ippc hard disk error. To resolve the issue fse replaced the ippc hard disk. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the customer was unable to perform fluoroscopy or exposures. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.